Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, there was black foreign matter on the device cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-jan-2025 investigation summary bd received one video and seven samples for investigation. The customer's video displays a device with dark foreign matter on the IV cannula and the bevel of the device. Additionally, the seven customer samples underwent visual inspection for foreign matter, and four of these samples failed the test due to foreign matter on the IV cannula. Furthermore, 30 retained samples were also visually inspected, and all passed the test as there was no foreign matter on the IV cannula of these samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, there was black foreign matter on the device cannula. No adverse impact was reported regarding the patient or user.